Manufacturer narrative:
Date of birth: birth year (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the right leg. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Then, three of the same devices also ruptured. The procedure was completed with a 2x100 coyote balloon catheter and a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Date of birth: birth year 1949. Returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the right leg. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Then, three of the same devices also ruptured. The procedure was completed with a 2x100 coyote balloon catheter and a non-bsc balloon catheter. No patient complications were reported.